Event description:
It was reported that the customer's insulin pump was alarming and when he presses the button the insulin pump kept priming, was squirting the insulin out during manual prime and the drive support cap was sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with cracks to the end cap, case, battery tube threads, reservoir tube lip and a scratched lcd window. Drive support disk was inspected and no anomaly was noted.